Event description:
On (B)(6) 2026, a cryobiopsy on a tumor in an 83-year-old patient using the celsio flexible cryogenic catheter together with the celsio refrigerant dispenser and celsio co2 cartridges was performed. The tumor was located in the right middle lobe. The tumor was successfully removed; however, the patient experienced severe bleeding at the tumor site, which is a known risk of the procedure. The patient was treated with cyklokapron to stop the bleeding. The patient was being monitored and was discharged on the afternoon of (B)(6) 2026. The physician confirmed that the device functioned as per its intended use and that the event was not device related. The device was discarded by the physician.